Manufacturer narrative:
(B)(4). Based on new information found during the investigation of the device this incident was reassessed and determined to be reportable. Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the instruments revealed no abnormalities. Instrument one was received partially applied with six remaining clips. Functionally, the instrument was fired once in air and malformed clip formation was confirmed. Three clips were then fired on test media with proper formation. Two clips were applied malformed. Instrument two was received partially applied with four remaining clips. Functionally, the instrument was first fired once in air and proper clip formation was confirmed. Three clips were then fired on test media with proper formation. The jaws and handles moved smoothly through the firing cycles and returned to the open position. When the cartridges were empty, the interlocks engaged and prevented the jaws from approximating. Based on the evaluation findings, the root cause of the reported condition was attributed to a jaw width which was found to be lower than the manufacturing target. This condition has been brought to the attention of the appropriate manufacturing personnel to ensure the verification of correct product assembly and inspection. A corrective action has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: no details are available regarding the issue with the devices.